Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The endoscope was analyzed, and failure analysis investigations replicated and confirmed the customer-reported complaint. The endoscope was tested on an in-house system for functional evaluation and failed to produce a video output due to an electrical or communication failure. The system was unable to establish communication with the endoscope, generating error message 5620 which indicated endoscope image quality may be deficient. Additional related observation not reported by the site: visual inspection revealed mechanical damage to the distal tip of the endoscope. Upon disassembly, the camera module was inspected and tested using an internal tester, where it failed the 8001 which indicated modulation transfer function (mtf) fail test. Additional observations not reported by the site: the endoscope was further evaluated using a camera attenuation tester to measure transmittance and failed the functional test. The transmittance failure occurred because the measured output power did not meet the specified limits. The probable root cause of the failed self-test and failed payload tester could not be determinable. This issue can be resolved by using an alternate handheld camera to complete the procedure. The probable root cause of endoscope tip damage is attributed to damage during use or improper handling, which may include accidental drops of the endoscope or inadvertent collisions with hard surfaces.

Event description:
It was reported that during a da vinci-assisted isolated nissen fundoplication surgical procedure, the horizon of the endoscope was showing vertical and causing instruments to be inverted. Prior to contacting an intuitive surgical, inc. (Isi) technical support engineer (tse), the customer tried rebooting the system, reinstalling the endoscope and modifying the endoscope from up to down and vice versa, with no improvement. The tse checked the error logs but there was nothing after customer rebooted the system. The tse guided the customer to disconnect the endoscope, reseat the sterile adapter and connect the endoscope back, with no improvement. The tse asked the customer if they could force to turn the endoscope, but the surgeon expressed that they could not. The reported issue was resolved after replacing the endoscope. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the image was inverted and involved a reversed control on system arms. The vision's orientation changed on its own, but there was no report of the endoscope moving freely with uncontrolled motion. The system did recognize the correct endoscope, and the surgeon confirmed the desired orientation when the endoscope was installed. There was an indication of the image orientation provided to the surgeon via the user interface.